Event description:
It was reported that a pt's bowel became attached to the orc side of the mesh. No other info is known at this time.

Manufacturer narrative:
Date sent to the FDA: 05/21/2009. Adhesion occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.